Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: [facility ni]. (B)(6) md. History & physical. Presents with mass above umbilicus; noticed after upper respiratory infection/intense coughing. Painful with straining, lifting; better lying down. History: diabetes, hypertension, heart disease, uterine cancer. Gastric bypass, total abdominal hysterectomy 1997. Medications: diovan, tramadol, levemir, novolog, glucosamine/chondroitin, ibuprofen. Denies tobacco or alcohol use. Exam: obese. Abdomen; incisional hernia above and to left of umbilicus, partially reducible. Impression: incision hernia. Plan: after discussion of options open versus laparoscopic hernia repair, she wishes to proceed with laparoscopic repair. Understands risk we could not complete laparoscopically, would need to perform open procedure. (B)(6) 2010: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Procedure: laparoscopic repair of an incisional hernia. Indications: ms. (B)(6) is a 52-year-old white female, secondary to an incisional hernia, which is becoming more symptomatic. Procedure: ¿after receiving informed consent, ms. (B)(6) was taken to the operating room, placed in supine position. After receiving adequate level of general anesthetic, was cleansed with chlorhexadine and prepped with chlorprep, draped in usual sterile fashion. A skin incision was made in the right upper quadrant two finger breadths below the costal margin and entrance was made into the peritoneal cavity using a 5 millimeter optiview port under camera vision. Once entered the peritoneal cavity, pneumoperitoneum 15mmhg achieved. Camera re-inserted back into the peritoneal cavity and two further ports were placed. 5 millimeter port in the right lower quadrant and a 5 millimeter port in the left upper quadrant. With this, adhesions were taken down around the hernia sac. Extensive amount of adhesions were noted along the previous midline incision site and basic swiss cheese fascia was noted down to approximately level of the umbilicus. The area needing to be covered by mesh was mapped using a spinal needle through the abdominal wall under camera vision. Gore dual layer mesh was brought to field. Sutures were placed in basically four sides. It was rolled, passed through into the peritoneal cavity by changing the 5 millimeter port in the right lower quadrant to an 11 millimeter port under camera vision. With this, the mesh was able to be pulled into the peritoneal cavity. It was unraveled and a gore suture passer was passed through the abdominal wall under camera vision. The sutures were rasped and the mesh was pulled into place ensuring that the appropriate side of the mesh was against the abdominal wall. With the mesh in place, the mesh was then secured using a protack stapler ensuring that the staples were within a centimeter of each other circumferentially around the entire mesh. Hemostasis was ensured. The 11 millimeter trocar was removed and the fascia was reapproximated using a gore suture passer and a 0 vicryl suture under camera vision. The remaining trocars were removed. The port sites were noted to be hemostatic. The incisions were closed with the stapler. Area was cleansed. Covaderm dressings applied. Neosporin, abd pad were placed over the small incisions made by the needle. Ms. (B)(6) tolerated the procedure well and was transferred to the recovery room in stable condition.¿ (B)(6) 2010: (B)(6) hospital. (B)(6) . Radiology ¿ abdomen ¿ flat plate. Indication: foreign body, abdominal pain. Findings: two intraoperative c-arm spot images are acquired of the mid abdomen. Faintly seen are several postoperative surgical clips. There is also evidence of a hemostat. Probable draining tube projecting over the upper abdomen. Recommend correlation with real-time imaging. (B)(6) 2010: (B)(6) hospital. Intraoperative notes. Asa 3. Wound classification: 1. Anesthesia: general. (B)(6) 2010: (B)(6) . Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 05466172. W.l. Gore & associates. [Nurse reviewer note: illegible information on sticker due to being marked through]. Quantity: 1. Location: ventral/incisional area. The records confirm a gore® dualmesh® biomaterial (1dlmc04/05466172) was implanted during the procedure. (B)(6) 2019: [missing records: records from office visit were not provided]. (B)(6) 2019: [missing records: records for CT scan that showed ¿small right paramidline hernia at superior margin of the mesh¿ were not provided]. (B)(6) 2019: (B)(6) md. History & physical. Follow up cat scan, concern for hernia. Still has soreness related to bulge at upper aspect of midline incision where she has had hernia repair and before that gastric bypass surgery. CT scan done (B)(6) 2019 showed previous ventral hernia repair and small right paramidline hernia at superior margin of the mesh. A small bowel loop demonstrates minimal protrusion into the hernia. No changes from (B)(6) 2019 office visit. Medical history: asthma, high cholesterol, heart attack; last in 1997, high blood pressure, sleep apnea, diverticulosis, diabetes, anemia, kidney failure; kidney function 35-40%, osteoarthritis, gerd, hiatal hernia. Surgical history: sounds like she had abdominoplasty, breast reduction, hysterectomy for uterine cancer, hernia repair with mesh, left knee replacement. Social history: nonsmoker, nondrinker. Obesity. Current medications: albuterol, calcitrol, docusate sodium, duloxetine, furosemide, hydroxyzine, lidocaine gel, norco, omeprazole, phentermine, pravastatin, premarin, proair, promethazine, topiramate, trazodone, vistaril. Review of systems: nausea/vomiting, abdominal pains, early satiety. Abdomen: small reducible upper midline incisional hernia. No signs of incarceration or strangulation. Soft, nontender, nondistended. Impression: small incisional hernia corresponds with CT scan findings. Plan: incisional hernia repair hopefully with mesh. Medical alternatives discussed; wishes to proceed with surgery. (B)(6) 2019: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: reducible incisional hernia. Postoperative diagnosis: reducible incisional hernia. Operation performed: incisional hernia repair with mesh. Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimum. Complications: none. Indications: 61-year-old white female who had undergone previous abdominal surgeries and a hernia repair with mesh several years ago, who had clinical findings suggestive of an incisional hernia towards the proximal aspect of her incision with a cat scan showing a hernia that had developed around the upper edge of the mesh. I did recommend proceeding with surgical repair of the hernia with possible mesh as her hernia was symptomatic for her. We discussed at length the risks, benefits, details, and alternatives of surgery with the risks including, but not limited to, bleeding, infection, mesh infection such that the mesh may need to be removed and/or replaced, wound healing problems, injuries to intra-abdominal structures or organs, recurrence, anesthesia risks, etc. She did express understanding and agreement. She did wish to proceed, and all questions were answered. Operative note: ¿after the informed consent was obtained freely, the patient was taken from the preoperative holding area where she was examined. Again, her hernia was identified. It was correctly marked, and she did confirm that as well, and she was taken to the operating room and placed in a supine position. She was administered successful general endotracheal anesthesia, as well as perioperative antibiotics, and a time-out was performed. The operative field was prepped and draped in the usual sterile fashion. Ioban drape was placed overlying her abdomen. I did make an upper midline incision overlying the site of her hernia and dissected down carefully through the subcutaneous tissues where I did appreciate the hernia defect. It did contain adipose tissue. There was no evidence of any incarceration or strangulation. I did carefully free up the tissue from the fascia and also freed up intraabdominal adhesions deep to the fascia in order to place the mesh. The defect was about 3 cm or so. Her fascia was somewhat attenuated throughout. I did thoroughly irrigate out the wound, and then, a 6.4 x 6.4 cm proceed ventral patch mesh was placed in underlay fashion after being soaked in saline mixed with bacitracin and sutured into place using 0 ethibond suture in interrupted fashion. The tabs were cut short. I did further irrigate several more times. I then closed the fascia overlying the mesh using 0 ethibond suture in interrupted figure-of-eight fashion. I inspected the repair. It appeared to be appropriate and intact. No evidence of any remaining hernia. Valsalva was provided by anesthesia. Again, no evidence of any hernia, appeared to be appropriately repaired. The tissues overlying the fascia were closed in layers using 3-0 vicryl suture. Skin layer was closed with 4-0 monocryl suture in simple subcuticular fashion. Dermabond was placed over the skin edges. The patient was then extubated, awakened, and taken to the recovery room in stable condition. There were no immediate complications. The patient tolerated the procedure well.¿ (B)(6) 2019: (B)(6) hospital. (B)(6) rn. Intraoperative notes. Pre-wound class: 1-clean. Post-wound class: 1-clean. Implant record. Mesh, proceed ventral patch, ethicon. (B)(6) 2019: (B)(6) hospital. (B)(6) md. Anesthesia record. Asa 2. Wt 92 kg stated, bmi 36.4. Surgical history: colonoscopy/egd (B)(6) 2015, total abdominal hysterectomy/bilateral salpingo-oophorectomy 1994, gastric bypass 2004, excess skin from abdomen/stomach 2011. Never smoked, no alcohol use, no illicit drug use. History: hypertension prior to gastric bypass, myocardial infarction x3, asthma, gerd, hiatal hernia, diverticular disease, type 2 diabetes mellitus; improved after gastric bypass, chronic renal impairment; stage 3, chronic anemia, chronic pain syndrome; arthritis in back, uterine cancer; history of radiation therapy. There is no mention of infection or device removal in the records. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010:[facility ni]. (B)(6) , md. History & physical. Presents with mass above umbilicus; noticed after upper respiratory infection/intense coughing. Painful with straining, lifting; better lying down. History: diabetes, hypertension, heart disease, uterine cancer. Gastric bypass, total abdominal hysterectomy 1997. Medications: diovan, tramadol, levemir, novolog, glucosamine/chondroitin, ibuprofen. Denies tobacco or alcohol use. Exam: obese. Abdomen; incisional hernia above and to left of umbilicus, partially reducible. Impression: incision hernia. Plan: after discussion of options open versus laparoscopic hernia repair, she wishes to proceed with laparoscopic repair. Understands risk we could not complete laparoscopically, would need to perform open procedure. (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Procedure: laparoscopic repair of an incisional hernia. Indications: ms. (B)(6) is a 52-year-old white female, secondary to an incisional hernia, which is becoming more symptomatic. Procedure: ¿after receiving informed consent, ms. (B)(6) was taken to the operating room, placed in supine position. After receiving adequate level of general anesthetic, was cleansed with chlorhexadine and prepped with chlorprep, draped in usual sterile fashion. A skin incision was made in the right upper quadrant two finger breadths below the costal margin and entrance was made into the peritoneal cavity using a 5 millimeter optiview port under camera vision. Once entered the peritoneal cavity, pneumoperitoneum 15mmhg achieved. Camera re-inserted back into the peritoneal cavity and two further ports were placed. 5 millimeter port in the right lower quadrant and a 5 millimeter port in the left upper quadrant. With this, adhesions were taken down around the hernia sac. Extensive amount of adhesions were noted along the previous midline incision site and basic swiss cheese fascia was noted down to approximately level of the umbilicus. The area needing to be covered by mesh was mapped using a spinal needle through the abdominal wall under camera vision. Gore dual layer mesh was brought to field. Sutures were placed in basically four sides. It was rolled, passed through into the peritoneal cavity by changing the 5 millimeter port in the right lower quadrant to an 11 millimeter port under camera vision. With this, the mesh was able to be pulled into the peritoneal cavity. It was unraveled and a gore suture passer was passed through the abdominal wall under camera vision. The sutures were rasped and the mesh was pulled into place ensuring that the appropriate side of the mesh was against the abdominal wall. With the mesh in place, the mesh was then secured using a protack stapler ensuring that the staples were within a centimeter of each other circumferentially around the entire mesh. Hemostasis was ensured. The 11 millimeter trocar was removed and the fascia was reapproximated using a gore suture passer and a 0 vicryl suture under camera vision. The remaining trocars were removed. The port sites were noted to be hemostatic. The incisions were closed with the stapler. Area was cleansed. Covaderm dressings applied. Neosporin, abd pad were placed over the small incisions made by the needle. Ms. (B)(6) tolerated the procedure well and was transferred to the recovery room in stable condition.¿ (B)(6) 2010: (B)(6) hospital. (B)(6) . Radiology ¿ abdomen ¿ flat plate. Indication: foreign body, abdominal pain. Findings: two intraoperative c-arm spot images are acquired of the mid abdomen. Faintly seen are several postoperative surgical clips. There is also evidence of a hemostat. Probable draining tube projecting over the upper abdomen. Recommend correlation with real-time imaging. (B)(6) 2010: (B)(6) hospital. Intraoperative notes. Asa 3. Wound classification: 1. Anesthesia: general. (B)(6) 2010: (B)(6) . Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 05466172. W.l. Gore & associates. [Nurse reviewer note: illegible information on sticker due to being marked through]. Quantity: 1. Location: ventral/incisional area. The records confirm a gore® dualmesh® biomaterial (1dlmc04/05466172) was implanted during the procedure. (B)(6) 2019:[missing records: records from office visit were not provided.] (B)(6) 2019:[missing records: records for CT scan that showed ¿small right paramidline hernia at superior margin of the mesh¿ were not provided.] (B)(6) 2019: (B)(6) . (B)(6) ., md. History & physical. Follow up cat scan, concern for hernia. Still has soreness related to bulge at upper aspect of midline incision where she has had hernia repair and before that gastric bypass surgery. CT scan done (B)(6) 2019 showed previous ventral hernia repair and small right paramidline hernia at superior margin of the mesh. A small bowel loop demonstrates minimal protrusion into the hernia. No changes from (B)(6) 2019 office visit. Medical history: asthma, high cholesterol, heart attack; last in 1997, high blood pressure, sleep apnea, diverticulosis, diabetes, anemia, kidney failure; kidney function 35-40%, osteoarthritis, gerd, hiatal hernia. Surgical history: sounds like she had abdominoplasty, breast reduction, hysterectomy for uterine cancer, hernia repair with mesh, left knee replacement. Social history: nonsmoker, nondrinker. Obesity. Current medications: albuterol, calcitrol, docusate sodium, duloxetine, furosemide, hydroxyzine, lidocaine gel, norco, omeprazole, phentermine, pravastatin, premarin, proair, promethazine, topiramate, trazodone, vistaril. Review of systems: nausea/vomiting, abdominal pains, early satiety. Abdomen: small reducible upper midline incisional hernia. No signs of incarceration or strangulation. Soft, nontender, nondistended. Impression: small incisional hernia corresponds with CT scan findings. Plan: incisional hernia repair hopefully with mesh. Medical alternatives discussed; wishes to proceed with surgery. (B)(6) 2019: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: reducible incisional hernia. Postoperative diagnosis: reducible incisional hernia. Operation performed: incisional hernia repair with mesh. Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimum. Complications: none. Indications: 61-year-old white female who had undergone previous abdominal surgeries and a hernia repair with mesh several years ago, who had clinical findings suggestive of an incisional hernia towards the proximal aspect of her incision with a cat scan showing a hernia that had developed around the upper edge of the mesh. I did recommend proceeding with surgical repair of the hernia with possible mesh as her hernia was symptomatic for her. We discussed at length the risks, benefits, details, and alternatives of surgery with the risks including, but not limited to, bleeding, infection, mesh infection such that the mesh may need to be removed and/or replaced, wound healing problems, injuries to intra-abdominal structures or organs, recurrence, anesthesia risks, etc. She did express understanding and agreement. She did wish to proceed, and all questions were answered. Operative note: ¿after the informed consent was obtained freely, the patient was taken from the preoperative holding area where she was examined. Again, her hernia was identified. It was correctly marked, and she did confirm that as well, and she was taken to the operating room and placed in a supine position. She was administered successful general endotracheal anesthesia, as well as perioperative antibiotics, and a time-out was performed. The operative field was prepped and draped in the usual sterile fashion. Ioban drape was placed overlying her abdomen. I did make an upper midline incision overlying the site of her hernia and dissected down carefully through the subcutaneous tissues where I did appreciate the hernia defect. It did contain adipose tissue. There was no evidence of any incarceration or strangulation. I did carefully free up the tissue from the fascia and also freed up intraabdominal adhesions deep to the fascia in order to place the mesh. The defect was about 3 cm or so. Her fascia was somewhat attenuated throughout. I did thoroughly irrigate out the wound, and then, a 6.4 x 6.4 cm proceed ventral patch mesh was placed in underlay fashion after being soaked in saline mixed with bacitracin and sutured into place using 0 ethibond suture in interrupted fashion. The tabs were cut short. I did further irrigate several more times. I then closed the fascia overlying the mesh using 0 ethibond suture in interrupted figure-of-eight fashion. I inspected the repair. It appeared to be appropriate and intact. No evidence of any remaining hernia. Valsalva was provided by anesthesia. Again, no evidence of any hernia, appeared to be appropriately repaired. The tissues overlying the fascia were closed in layers using 3-0 vicryl suture. Skin layer was closed with 4-0 monocryl suture in simple subcuticular fashion. Dermabond was placed over the skin edges. The patient was then extubated, awakened, and taken to the recovery room in stable condition. There were no immediate complications. The patient tolerated the procedure well.¿ (B)(6) 2019: (B)(6) hospital. (B)(6) , rn. Intraoperative notes. Pre-wound class: 1-clean. Post-wound class: 1-clean. Implant record. Mesh, proceed ventral patch, ethicon. (B)(6) 2019: (B)(6) hospital. (B)(6) , md. Anesthesia record. Asa 2. Wt 92 kg stated, bmi 36.4. Surgical history: colonoscopy/egd (B)(6) 2015, total abdominal hysterectomy/bilateral salpingo-oophorectomy 1994, gastric bypass 2004, excess skin from abdomen/stomach 2011. Never smoked, no alcohol use, no illicit drug use. History: hypertension prior to gastric bypass, myocardial infarction x3, asthma, gerd, hiatal hernia, diverticular disease, type 2 diabetes mellitus; improved after gastric bypass, chronic renal impairment; stage 3, chronic anemia, chronic pain syndrome; arthritis in back, uterine cancer; history of radiation therapy. There is no mention of infection or device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent unknown type of incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, chronic pain, "swelling abdomen." Additional event specific information was not provided.